Event description:
It was reported that there was a low battery alarm every time the mobile power unit (mpu) was switched to batteries. The ventricular assist device (vad) coordinator tried to manipulate the batteries, clips and cables to reproduce the alarm without success. However, the alarm did occur in the presence of the vad coordinator. Log files were also analyzed by the hospital. The system controller and the battery clips were ultimately exchanged. The alarms resolved with the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file; however, they were not reproduced. A review of the submitted controller event log file spanned approximately 8 hours ((B)(6) 2023 from 02:41:39 ¿ 10:52:47 per time stamp). On (B)(6) 2023 from 08:00:00 ¿ 08:22:47 while connected to batteries, the low voltage advisory alarm intermittently activated due to an invalid rsoc fault and voltage fluctuations associated with the black power cable. The power cable disconnect alarm intermittently coincided with the low voltage alarm when rsoc voltage would drop below the threshold. The alarm was not associated with a power source exchange and cleared when changing power sources. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested with the returned battery clips and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The reported alarm was not able to be reproduced during testing. Additional information provided stated that the alarm resolved after the controller and battery clips were exchanged. A root cause of the reported event was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.